Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient presented with stem fx and pain following a left side hip replacement. It was further reported that stem fx was confirmed in xrays and that the patient required revision of the femoral stem.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device and a clinician's review of the provided medical information. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device confirms that the device was fractured at junction of middle and distal third. Material analysis: a material analysis was performed and indicated the following: "the failure is consistent with a fracture origination at the lateral edge that propagated medially. The fracture propagated until overload occurred. No material nonconformances nor manufacturing defects were found on any surfaces inspected here." -clinician review: a review of the provided medical information by a clinical consultant indicated: "patient underwent a revision after a primary total hip arthroplasty because of a fracture of the femoral stem of a left total hip arthroplasty. The femoral stem was an exeter prosthesis. No other significant medical history is given. I can confirm that a fracture of the femoral stem occurred because I was able to see the x-rays. I have no information about the revision procedure. As to the root cause of this event, fractures of an exeter femoral stem are well reported. In most cases one can see good fixation of the distal stem with not at good fixation proximally. However, in this case, there appears to be a satisfactory cement mantle. Examination of the x-rays reveals that the femoral stem extends proximal to the greater trochanter. In my experience this can put abnormal forces on the femoral stem. I think it is possible that this can contribute to the fracture of the femoral stem. Having said that fracture of the femoral stem in total hip arthroplasties are multifactorial including surgical technique factors and patient factors including activity level and bmi. As mentioned above this patient's bmi was significantly increased at 39. Implant factors must also be considered." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection of the returned device confirms that the device was fractured at junction of middle and distal third. A material analysis was performed and indicated the following: "the failure is consistent with a fracture origination at the lateral edge that propagated medially. The fracture propagated until overload occurred. No material nonconformances nor manufacturing defects were found on any surfaces inspected here." The event was further confirmed by a review of the provided x-ray images by a clinical consultant which indicated the following: "as to the root cause of this event, fractures of an exeter femoral stem are well reported. In most cases one can see good fixation of the distal stem with not at good fixation proximally. However, in this case, there appears to be a satisfactory cement mantle. Examination of the x-rays reveals that the femoral stem extends proximal to the greater trochanter. In my experience this can put abnormal forces on the femoral stem. I think it is possible that this can contribute to the fracture of the femoral stem. Having said that fracture of the femoral stem in total hip arthroplasties are multifactorial including surgical technique factors and patient factors including activity level and bmi. As mentioned above this patient's bmi was significantly increased at 39." The root cause of the event could not be determined from the information provided; however, it is likely that the patient's weight contributed to the event. The patient was reported to be obese with a bmi of 39. Per the IFU, the heavier the patient, the greater the load on the prosthesis. As the loads on the prosthesis increase, the chance a patient will suffer adverse reactions increases. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient presented with stem fx and pain following a left side hip replacement. It was further reported that stem fx was confirmed in xrays and that the patient required revision of the femoral stem.